Manufacturer narrative:
(B)(6). The device history review for the product dermahook 1/2 hook (B)(4), lot number 73e1500506 investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the elastics are snapping/breaking when touched. There was no patient involvement.